Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the system displayed a retrograde flow alarm along with high and erratic pump speed readings. Additional information indicated that the caller observed low diastolic flows and a retrograde flow alarm accompanied by flattening of the motor current waveform, which self-resolved. No swan-ganz catheter or arterial line was in place. Pump speed was being used for pressure monitoring due to difficulty obtaining cuff pressures. The patient had previously experienced low flows that improved with repositioning or mobilization. Per report, the patient¿s condition remained unchanged. Albumin was administered a few hours prior. Review of waveforms showed consistent separation between aortic and left ventricular signals for several days. The caller was advised to perform echocardiography to confirm device position versus possible pressure signal noise. No suction events were noted despite flows of 2.9¿3.0 l/min at p9. The caller indicated that echocardiography could not be performed until morning and stated they would continue close monitoring.

Manufacturer narrative:
The pump was not returned for investigation. Data log review was not required for this case run. The pump was utilized from (B)(6). Data log shows that the placement signal and pump flow gradually became extremely fluctuating while running on a steady p-level. Flow was noted to drop below 1 l/min while running on p6 and higher. There was a trend of snr dropping close to zero, with some spikes and loss of placement signal noted during periods when snr dropped to zero. Other 5s parameters were not affected during the case run. The motor current was also closely monitored and showed some variation similar to the fluctuating trends in placement signal and flow. There were previous retrograde flow alarms noted while running on p5/p6 when flow dropped below 1 l/min. Some motor speed and motor current ramp-up was observed during the time of the reported retrograde flow notification. Low or blocked pump flow: the cause of the low pump flow issue was not determined without returned product investigation and sufficient clinical details. Retrograde pump flow: the cause of the retrograde flow issue was not determined without returned product investigation and sufficient clinical details. Optical sensor issue: the cause of the optical sensor issue was not determined without returned product investigation and sufficient clinical details.